Event description:
A facility reported that during intraocular lens (iol) implant surgery, an anterior vitrectomy was required. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the lens was returned for eval. Lens damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The root cause for the reported issue could not be determined by the product eval. No details were provided for the reason the vitrectomy was performed. The observed lens damage is most likely related to customer handling. There have been no other complaints reported in the lot number. Additional info was requested on (B)(4) 2012 by mail. A completed questionnaire has not been received. (B)(4).